Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified, tortuous, and 3.7mm in diameter right coronary artery. A 32 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted up, thus the stent could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with slight lifting of struts in the most proximal row. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified, tortuous, and 3.7mm in diameter right coronary artery. A 32 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted up, thus the stent could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.